Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they recently started having zaps in their right buttock and if they touch it was a little tender. Patient stated they don't know if that's something to do with maybe it was turned up too high. Agent asked when this started and patient stated it's been intermittent since about two weeks. Patient said it's not like it's a major deal. Agent advised patient to decrease the stimulation to see if that helps subside the zapping until they were able to see their healthcare provider (hcp). The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they will call their healthcare provider tomorrow to set up a follow up appointment.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.